Event description:
It was reported that the device exhibited loss of capture at maximum output. The patient had occasional "fluttering". The device was programmed off, and the patient felt good with no symptoms.